Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump lost power twice due to the battery cap not connecting properly. The patient stated that this issue resulted in blood glucose levels elevating to 26 mmol/l with irritability and dry mouth. The patient reported being able to self-treat the blood glucose which resolved to 8.3 mmol/l. The patient stated that the battery cap was able to secure to the pump but the yellow o-ring remained visible; the patient confirmed that there was no damage to the battery compartment or cap; the patient stated that the battery cap had never been changed and the patient was advised on replacing the cap every six months per the pump user guide. This report is made based on the allegation that the patient experienced hyperglycemia while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no pump data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The battery compartment was observed to be cracked from the threads down to the finger pad. The battery cap returned with the pump was able to attach to the pump and maintain electrical connection even when the cap was loosened one half turn. The pump was exercised for 24 hours without power issues occurring during testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.